Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with ventricular fibrillation arrest. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited under sensing and did not deliver high voltage therapy. It was noted that due to failure to treat ventricular fibrillation event, the patient was externally shocked by the paramedics and was transferred to the hospital programming changes were performed. The patient was intubated before and after the programming changes.